Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), anaemia ("anemia"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery. On (B)(6) 2017, she underwent surgical removal of the device). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, anaemia, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, fatigue, genital haemorrhage and pelvic pain to be related to essure. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding/abnormal bleeding (general)\heavy bleeding and clotting') in an adult female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Ultrasound was done on (B)(6) 2015. Previously administered products included for an unreported indication: loestrin and estrostep. Concurrent conditions included fungal foot infection. Concomitant products included colecalciferol (vitamin d3) from april 2017 to october 2017, pantoprazole from november 2016 to march 2017 and terbinafine hydrochloride (terbinafine hcl) from april 2017 to june 2017. On (B)(6) 2010, the patient had essure inserted. In december 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection: vaginal"), dysmenorrhoea ("dysmenorrhea(cramping)") and vaginal discharge ("vaginal discharge"). In may 2011, the patient experienced breast pain ("pain breast pain"). In november 2011, the patient experienced migraine ("migraines"), headache ("headaches") and arthralgia ("severe joint pain"). In may 2012, the patient experienced rash ("rash"). In november 2012, the patient experienced abdominal pain ("pain abdomen"). In april 2013, the patient experienced anaemia ("anemia"). In october 2013, the patient experienced visual impairment ("poor vision"). In november 2013, the patient experienced alopecia ("hair loss"). In december 2014, the patient experienced incontinence ("incontinence"). In november 2016, the patient experienced nausea ("nausea"). In february 2017, the patient experienced gastrooesophageal reflux disease ("acid reflux"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and bladder disorder ("bladder disease") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with amoxicillin trihydrate (amoxilin), clarithromycin, desonide, econazole nitrate, ferrous sulfate, ibuprofen, ibuprofen (motrin), iron, lansoprazole, metronidazole, miconazole nitrate, miconazole nitrate (monistat), paracetamol (tylenol) and surgery (bilateral salpingectomy,supracervical hysterectomy (uterus only), cystoscopy, culdoplasty and dilation and curettage on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anaemia, headache, uterine leiomyoma, visual impairment and incontinence outcome was unknown, the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, rash, vaginal discharge and abdominal pain had resolved and the alopecia, fatigue, vaginal infection, migraine, nausea, dysmenorrhoea, gastrooesophageal reflux disease, breast pain, arthralgia and bladder disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, arthralgia, bladder disorder, breast pain, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, incontinence, menorrhagia, migraine, nausea, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: discremptency-date(s) of insertion: (B)(6) 2010, oct2012 the device was in good position with 0 trailing coil on the right side, a similar fashion was used in the opposite side with 10 trailing coil on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Cystoscopy - on 18-oct-2017: bilateral ureteral jets and no bladder injuries noted. Enlarged 16wk sized uterus on eua. Uterus with posterior -5cm fibroid. Mild adhesive disease of bladder to cervix. Normal bilateral fallopian tubes and ovaries. Hysterosalpingogram - on 16-feb-2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding/abnormal bleeding (general)\heavy bleeding and clotting') in an adult female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Ultrasound was done on (B)(6) 2015. Previously administered products included for an unreported indication: loestrin and estrostep. Concurrent conditions included fungal foot infection. Concomitant products included colecalciferol (vitamin d3) from (B)(6) 2017 to (B)(6) 2017, pantoprazole from (B)(6) 2016 to (B)(6) 2017 and terbinafine hydrochloride (terbinafine hcl) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection: vaginal"), dysmenorrhoea ("dysmenorrhea(cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced breast pain ("pain breast pain"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and arthralgia ("severe joint pain"). In (B)(6) 2012, the patient experienced rash ("rash"). In (B)(6) 2012, the patient experienced abdominal pain ("pain abdomen"). In (B)(6) 2013, the patient experienced anaemia ("anemia"). In (B)(6) 2013, the patient experienced visual impairment ("poor vision"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced incontinence ("incontinence"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("acid reflux"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and bladder disorder ("bladder disease") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with amoxicillin trihydrate (amoxilin), clarithromycin, desonide, econazole nitrate, ferrous sulfate, ibuprofen, ibuprofen (motrin), iron, lansoprazole, metronidazole, miconazole nitrate, miconazole nitrate (monistat), paracetamol (tylenol) and surgery (bilateral salpingectomy,supracervical hysterectomy (uterus only), cystoscopy, culdoplasty and dilation and curettage on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anaemia, headache, uterine leiomyoma, visual impairment and incontinence outcome was unknown, the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, rash, vaginal discharge and abdominal pain had resolved and the alopecia, fatigue, vaginal infection, migraine, nausea, dysmenorrhoea, gastrooesophageal reflux disease, breast pain, arthralgia and bladder disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, arthralgia, bladder disorder, breast pain, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, incontinence, menorrhagia, migraine, nausea, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: discremptency-date(s) of insertion: (B)(6) 2010, (B)(6) 2012 the device was in good position with 0 trailing coil on the right side, a similar fashion was used in the opposite side with 10 trailing coil on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Cystoscopy - on (B)(6) 2017: bilateral ureteral jets and no bladder injuries noted. Enlarged 16wk sized uterus on eua. Uterus with posterior -5cm fibroid. Mild adhesive disease of bladder to cervix. Normal bilateral fallopian tubes and ovaries. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs received: lot number was added. New events- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection: vaginal, rash, bladder problems, migraines, headaches, nausea, poor vision, dysmenorrhea(cramping), vaginal discharge, fatigue, acid reflux, fibroids, hair loss, breast pain, severe joint pain, incontinence and pain abdomen were added. Event verbatim was updated as abnormal bleeding/abnormal bleeding (general)\heavy bleeding and clotting. Treatment and concomitant drugs were added. Concomitant conditions were added. Event outcome of cramping was updated as recovered/resolved and event outcome of hair loss was updated as recovering / resolving. Essure insertion date was updated. Reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.